Event description:
It was reported that the patient felt a snap the prior sunday and experienced pain.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem and a metal head was reported. The device was not returned, however an image was provided. The shell was returned assembled together with the liner. Biological debris was noted on the shell. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The femoral head had disassociated from the taper and there is no allegation of failure against the shell. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient felt a snap the prior sunday and experienced pain.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown shell. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.